Event description:
It was reported that the camera head had low brightness. The issue had occurred during therapeutic procedure which had completed with similar device. There was no report of patient harm.

Manufacturer narrative:
Customer name- (B)(6). Customer address-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.